Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for supra ventricular tachycardia (svt) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade that required pericardiocentesis. During the procedure, there was a drop in the patient¿s blood pressure, a cardiac tamponade was confirmed by intracardiac echocardiography (ice). Pericardiocentesis was performed to drain the blood from the pericardium. An unknown amount of fluid was removed. The patient was reported to be in stable condition. There¿s no information regarding patient¿s extended hospitalization. There were no patient factors cited that may have contributed to the adverse event. Physician did not provide a causality opinion regarding the cause of the adverse event; however, there were no issues or errors reported on any bwi products or equipment during the procedure. Transseptal puncture was performed with an unknown needle and an 8.5 french sli sheath. Generator parameters at the time of injury included power control mode at 40w and impedance of 140ohms. Irrigated catheter flow was set at 8cc. Patient received an unknown anticoagulant during the procedure with activated clotting time (act) of <250 seconds.